Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2017 with the following findings: during investigation, the keypad cover was undamaged and all keypad buttons were responsive to user input. The keypad was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions to the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that the backlight/contrast button was both over and under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.